Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. The customer reset the pump and resumed insulin therapy.